Event description:
The customer observed falsely elevated sodium (na) results generated on an alinity c processing module for two patients. The following results were provided (reference range: na 133-146 mmol/l): sid (B)(6) na initial result = 170 mmol/l, repeat result = 140 mmol/l. Sid (B)(6) na initial result = 160 mmol/l, repeat result = 141 mmol/l. There was no impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found white build up around the cuvettes. The fsr resolved the issue by cleaning the cuvettes, replacing the r2 probe and peristaltic head tubing (rohs). No additional result issues have been reported since the service activity was performed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. Ticket trending review did not identify any trends. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the alinity system. Device history record review did not identify any non-conformances or potential non-conformances related to the issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified.

Event description:
The customer observed falsely elevated sodium (na) results generated on an alinity c processing module for two patients. The following results were provided (reference range: na 133-146 mmol/l): sid (B)(6) na initial result = 170 mmol/l, repeat result = 140 mmol/l, sid (B)(6) na initial result = 160 mmol/l, repeat result = 141 mmol/l. There was no impact to patient management.

Manufacturer narrative:
Continued information from section a1 patient identifier: sid (B)(6). Additional patient details are not provided. Continued information from section e1 phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.